Event description:
The rep reported that the pt had experienced a burning sensation at the ins location (pocket), after exposure to a "magnetizing station for playstation 3", at a best buy retail store (exact date was not provided). The pt had passed a table "where they were magnetizing a play station 3, (game) and had contacted it, "which caused unexpected pain; he had doubled over (no fall was reported). The pt had also detected a warming sensation that was felt along his spinal column and lasted approx. 60 seconds, at the time of the event. The pt had "walked around the store for a bit and then left." He had received good therapy benefit subsequent to system placement two weeks prior to the reported event. At follow-up, the pt had a blister-burn on his right-buttock; he had presented to the rep at the clinic "with a silver dollar size blistered area over his implant on his right upper buttock," which was healing. The rep stated the pt's "boxer (shorts) had a hole burned into them about the size of a quarter and his jeans had a dime sized hole burned in." The pt was currently receiving therapy benefits; the stimulation was working and impedance readings were found to be acceptable. The physician anticipated follow-up at the best buy store to investigate their process for "prepping the items for security." Add'l info has been requested from the rep.